Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The first report of two involving the same patient and surgeon. A mayfield skull clamp (a1059) was applied to a patient's head for posterior cervical surgery. Once the clamp was applied 60 pounds of pressure was used to secure the device. The patient was flipped for positioning and the clamp slipped the pins caused a laceration to the patient's head. The patient was then repositioned and the clamp was removed. The laceration was stapled closed and the patient is recovering. There was no stereotaxy device used during this procedure. Mayfield adult, disposable skull pins (a1072) were used during this procedure.